Event description:
Medtronic received a report that the pipeline was partially deployed across the neck of the aneurysm coiling catheter was jailed in the aneurysm and one stryker xl coil was deployed in the aneurysm. The pipeline seemed to be slightly compressed at the neck although this was thought to be due to the jailed microcatheter. The pipeline was fully deployed. There was some compression at the level of the neck. A balloon was put through the stent and the pipeline was "plastyed" at the level of the neck. However, there was still some compression due to the coil. It was believed the coil was potentially too large and was protruding from the neck of the aneurysm and compressing the pipeline slightly. A dyna CT was performed and showed the stent was open and well opposed on the proximal and distal ends there was a slight compression at the neck of the aneurysm. The stent was well opposed through the distal and proximal segments, thus it was left as is. Two days post-procedure, the patient had stroke-like symptoms. An MRI was performed which showed some potential signs of thrombus on the stent. The patient was brought down to angio and an evt was performed and a clot was removed from the stent an acclino stent was placed through the pipeline in an effort to open the stent further through the compressed segment. The patient was put on additional heparin and a higher dose of aspirin. However, the patient suffered multiple strokes and multiple evt's were performed. The patient was hospitalized with severe post-stroke symptoms. The stent was not used off-label. The pipeline was prepared as indicated in the IFU. A dapt (dual antiplatelet treatment) was administered but the pru level was unknown. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the para ophthalmic with a max diameter of 8mm and a 5mm neck diameter. It was noted the patient's vessel tortuosity was moderate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.